Manufacturer narrative:
The last calibration was performed on 08-nov-2025. Controls failed on the day of the event. The investigation determined the issue was resolved by the customer and service actions. A specific root cause for the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The customer found contamination on the probe tip. The probe was cleaned, but the issue persisted. The field service engineer replaced probes and performed probe adjustments. The rinse levels and pump pressures were checked; all were within specifications. Precision studies and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with glucose hk gen.3 on a cobas c 503 analytical unit. The customer stated that controls were outside of range. The customer changed the lamp and reaction cells, then controls were back within range. The customer noted they also received liquid level detection alarms. The customer repeated patient samples as they noticed the initial values were critical. The repeat values were deemed correct. The first patient sample initially resulted in a glucose value of 2.45 mg/dl and it repeated as 80 mg/dl. The second patient sample initially resulted in a glucose value of 45.4 mg/dl and it repeated as 110 mg/dl. The third patient sample initially resulted in a glucose value of 34.1 mg/dl and it repeated as 117 mg/dl. The fourth patient sample initially resulted in a glucose value of 22.6 mg/dl and it repeated as 91.5 mg/dl.